Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2015 to report that a permanent out of range signal that occurred (B)(6) 2015, . No additional patient or event information is available.